Manufacturer narrative:
Updated sections a4 (patient weight), b7 (patient medical history).

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis.  The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology. The subject device is not available for evaluation, as it remains implanted in the patient.  The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation.  Multiple requests for additional information have been performed with no additional details being provided. If any new information is received, a supplemental report will be submitted accordingly. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm magna ease 3300ftx surgical aortic valve underwent a valve-in-valve procedure after an implant duration of 7 years, 9 months due to stenosis. The tavr was performed with a 29mm 9600tfx transcatheter valve without complications and the patient left the procedure area alert and orientated with stable vital signs. The surgical valve did not fail, but stenosis had developed over time. There is no allegation of device malfunction.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section h6 (method and conclusion codes).